Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000163, serial/lot: none. A medtronic representative went to the site to perform a system check out and the battery was replaced. The system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the battery status indicator was flashing red after the system was tested. The manufacturer representative checked the voltage of each tray at the anderson connectors and found that tray one was reading approximately 43vdc, when it should be at 53 vdc. The representative swapped the tray with another position and found that the problem followed tray one. The tray was replaced, and labview was able to confirm that the new tray was charging properly. The battery status indicated that the batteries were full charge after 30 minutes.